Event description:
During shoulder arthroscopy, a dyonics arthroscopic blade was reported to cast metal shavings into the joint space. Irrigation was used to remove shavings, but some shavings were left in the joint space.